Event description:
It was reported that the insulin pump had cracks inside the reservoir compartment and around the display screen. Customer's blood glucose reading at the time of the call was 17.3 mmol/l. No further information reported.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the unites states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our our knowledge.